Manufacturer narrative:
(B)(4).

Event description:
It was reported that seven days after the lead was implanted, the patient experienced pericardial effusion and tamponade, it was suspected a perforation had occurred. The lead exhibited a loss of capture and exit block. A fluoroscopy and pericardiocentesis was performed successfully and the lead was explanted. The patient was doing okay prior to the procedure. During the procedure, there were no complications and after the procedure patient was discharged in moderate condition. The patient was noted to have a pulmonary disease. It was later reported that several weeks later the patient deceased due to pulmonary disorders; there was no system issues when this occurred.